Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Manufacturer narrative:
As the event occurred on (B)(6) 2012, patient information is no longer available. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that it was noted the set tidal volume was 500ml and delivered tidal volume was 675ml. There was no report of patient injury.